Event description:
The atrial lead exhibited loss of capture, noise and exit block. The patient experienced muscle stimulation.

Event description:
It was reported that the pulse generator exhibited premature battery depletion. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the pulse generator loss telemetry due to low battery voltage. The battery was at end-of-life (eol) due to normal battery depletion. After replacing the battery, norm al function ensued.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.